Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported 'fails accuracy' problem could not be duplicated. During investigation the device test results of -0.65%, -0.24%, and -1.61% were all within the internal spec. Of +/-3.0%. According to the investigation, no problem found with device.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -9.7% during testing. There was no patient involvement.